Event description:
Began using amo complete moisture plus in 2007. Have been having severe eye problems since....have seen two opthamologists. Symptoms included: extreme and continuous tearing, enlarged tear duct, severe photophobia. I was placed on tobradex ointment, without success...was then changed to tobramycin drops, an oral antibiotic, and indomethacin. I have been on indo methacin continually, until I found that I was pregnant. My lot #was not listed on amo's site, but my issues did not start until I began using this prod with my new contacts which I received the same day. My lot # is ab00101. Dates of use: approx 3 months in 2007. Dianosis: near sightedness. Event abated after use stopped: no. Event reappeared after reintroduction: yes.